Event description:
It was reported through the zimmer (B)(4) that the patient experienced an infection greater than (B)(6) after the initial surgery. All components were revised to treat the condition.